Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 305u23 tissue valve implanted: 2008 (B)(6); 5076 implantable pacing lead implanted: 2008 (B)(6); 6947 implantable tachy lead implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid. Product analysis laboratory (pal) analysis confirmed the device to have higher than nominal current drain. The stacked chip scale package (scsp) was inspected. Copper trace anomalies were noted between traces 20 (vcpu) and 21 (sampl301). Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard (sbb). The simulation produced symptoms similar to the reported field failure. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date (B)(6) 2013 and low battery voltage alert issued on the same day.